Manufacturer narrative:
Samples received: 5 unopened pouches and 1 opened. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock. We have received five closed samples and one open and unused sample to analyze this complaint. We have checked all samples received and all of them have a suture with a double needle (two needles attached to the thread instead of one). The thread and needle correspond to the description of the product (novosyn violet suture of usp 8/0 size and 30 cm length and dlm6s needle). Reviewed the batch manufacturing record of this product, there was not found any reported deviation on the process. After internal investigation of the case, it has been determined that the most likely root cause is an operator mistake during manufacturing process. Two needles were attached to the thread by mistake and all units of the batch are affected due to the quantity of needles used to manufacture this product. Remarks: we have informed of this incidence and a training is done to the personnel involved. Final conclusion: taking into account that the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future. Moreover, a training regarding this issue is done to personnel involved.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a suture pack. Upon opening the packet, it was noted that there were 2 needles instead of 1. There was no patient harm. Additional information was not available.